Event description:
It was reported that intermittent atrial undersensing was observed on atrial tachycardia/atrial fibrillation (at/af) episodes, leading to early termination of episode recordings. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.